Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: I am having a difficult time getting the serial number and lot number from the hospital. My procedure was november 1 at st anne's hospital in fall river. I was treated for my first rash dec 7 I believe. I was on an antimicrobial and antifungal soap. Had no impact on my rash on my head. I was then put on prednisone orally for 10 days. I have taken over the counter allergy medicines. I have seen my dermatologist 6 times, my primary 2 times, a wound specialist once. I am still a little rashy and very itchy on the stitch line. I am having night sweats ( fevers have stopped) headaches, nausea and vomiting on occasion.

Event description:
It was reported by the patient that she had a craniotomy on (B)(6) 2022 and barbed suture was used to suture the wound together. The patient has been dealing with a persistent rash since mid-november and the patient and dermatologist think the patient could be allergic to the material. The patient is having other symptoms as well: fevers, night sweats, incredibly itchy, etc. Additional information was requested.